Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. This lead exhibited chronically high ra threshold seen 3.5v@1.0ms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).